Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The issues of the device are likely due to the aging as it is 12 years since the manufacture of the device. The instructions for use includes the following statements: ¿ slide switch wear on scope connector socket (output connector failure) do not clean the output socket, other connectors or the ac power inlet. Cleaning them can deform or corrode the contacts, causing damage to the light source.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed. The manufactured date is not known. The device was tested and inspected, and the power supply was found to be faulty; this caused the user report of the spare not turning on. The spare lamp tested okay with the test power supply. In addition, the hexagon wrench inside lamp door was missing, the scope socket and slider switch were worn out and the top cover had scratches. The igniter is up to date, olympus lamp life meter is reading at 400+hours, light intensity output measured out of range, 2nd turret filter lens motor has erratic movement, corrosion inside air pump tubing, fan is running ok. These do not affect the functionality of the device, though lamp should be replaced. In conclusion, the cause of the faulty power supply could not be established.

Event description:
As reported for this event, during an unknown diagnostic procedure, a pop was heard and there was a burning smell; the bulb was changed to a new one. However, the program could not be reset. There was no reported adverse impact to the patient.